Manufacturer narrative:
The rod has been returned for evaluation. A follow up report will be filed upon completion of the evaluation.

Event description:
Contact reports that revision surgery was performed due to the breakage of two rods. It was reported that the delay in notifying depuy spine of the event was because, the implant was misplaced at the hospital. Sales representative has been advised of reporting requirements. See mfg medwatch report# 1526439-2011-00071 for the other rod that was involved in this event.